Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe failed to cut during a procedure. The surgery was completed after replacing the product with another one. There's no patient harm. The condition of aspiration and actuation is unknown.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of cutting failure. The returned sample was visually inspected and found to be non-conforming with the probe needle slightly bent. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was found non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Gouge marks were observed at the bend area, cutting edge, and several other locations along the length of the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are two additional complaints associated with the component lots for the reported issue. The complaint evaluation confirms the probe had a cut issue. The most likely root cause for the cut non-conformance is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).